Event description:
During outpatient infusion of chemotherapy through a port catheter inserted approximately seven weeks ago, a leak was noticed by patient's oncologist. Patient with history of breast cancer returned to or for ambulatory removal of the port catheter and insertion of a new port catheter. The leak was found at the base of the device.